Manufacturer narrative:
All implanted components currently remain in use, indicating no component failure. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. The system was successfully activated, however the patient later reported loss of pain relief which was determined to be caused by migration of the implanted leads. A surgical revision was performed on (B)(6) 2024 to reposition the existing leads back at the intended nerve target. No components were explanted and no new components were introduced during the procedure,